Manufacturer narrative:
The field service engineer (fse) was dispatched and he found their bar codes were bad compared to other labels from another printer. Customer labels had white dots on the black lines of the bar code. Customer also reported intermittently ss errors on 13 x 75 mm tubes found the top fingue on the cup / tube detectors was bent up causing it to miss the top of the short tubes, adjusted the fingue back to correct height and ran 25 samples with no ss errors. The probable cause of the event was bad bar code labels. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA-(B)(4).

Event description:
On (B)(6) 2017 a customer reported on the aia-360, sn# (B)(4), with a bar code error. A field service engineer (fse) was dispatched. The reported issue with their aia-360 instrument has the potential for causing a delay in reporting of patient results for ckmb and ctnl2 which were purchased within 120 days prior to aware date. There is no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.